Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, the ophthalmic system did not reach the intended aspiration pressure while in ultrasound mode. The procedure was completed on the same day, and there was no impact on the patient.